Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader. No issues were observed. Black spots/markings were observed while turning on the reader. Built in reader test was unable to be performed due to display issue. Reader was de-cased and visual inspection has been performed on the pcba (printed circuit board assembly) and still observed black spots/markings. The reader was placed into the apollo reader test fixture and pressure applied to the cpu (central processing unit). An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. A further physical extended investigation was performed. Visual inspection has been performed on the de-cased reader and no issues were observed. The meter was unable to powered on with button depression and known good battery. The returned reader was placed in the fixture pressure applied to the cpu (central processing unit) . The reader now powered on with button depression. A black patch was observed on the reader display. This is known to be caused by excessive force being applied to the touchscreen display. Therefore this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device, and the customer was unable to obtain readings. The customer reported "black spots and black screen on the ignition ."the customer experienced blurred vision and required a non-health provider treatment of baqsimi® (glucagon) 3 mg, sugar, and a glass of apple juice. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device, and the customer was unable to obtain readings. The customer reported "black spots and black screen on the ignition ."the customer experienced blurred vision and required a non-health provider treatment of baqsimi® (glucagon) 3 mg, sugar, and a glass of apple juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.